Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hard drive was replaced and soft ware was installed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No components were returned to the manufacturer for analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system behaved unexpectedly when logging out of the clinical application. Instead of the login/password screen being displayed, a black screen was shown. The clinical application also unexpectedly exited. There was no patient present.

Manufacturer narrative:
The hard drive was returned to the manufacturer for analysis. Analysis found no failure with this component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated; however, the hardware investigation confirmed that the failure was a hardware issue/failure with the hard drive. If information is provided in the future, a supplemental report will be issued.